Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2016 due to staphylococcus positive peritonitis. The pdrn stated the infection was attributed to a breach in technique and sterility indicated by the patient not practicing aseptic technique during treatment. The patient did not wash their hands and did not don a mask during treatment. There were no reported fluid leaks during treatment or prior to the infection. As of (B)(6) 2016 the patient was still hospitalized. Medical records were requested.